Event description:
Pt's spouse alleges the back of the everflo oxygen concentrator became flush against a wall either from the pt tugging at the cannula or the cat pushing the concentrator. The spouse was not sure exactly how the concentrator was repositioned, but believes the unit was in the position for about two days. The pt was using the concentrator around 3:00 am in 2009 and went outside to the porch. When the pt's spouse checked on her, the pt's oxygen level was reported to be 46% and the spouse applied a backup source of oxygen. The pt's oxygen level was reported to be elevated above 90%. It is not known how long the pt was on the backup oxygen source, but the pt then resumed using the everflo. Around 8:00 am, the next morning, the pt's oxygen level dropped again and the spouse called 911. The pt was hospitalized and was expected to be released the next day, as her co2 level dropped from 111 to 60. She was not released and then expired two days later. The spouse alleges the concentrator was only producing 1 1/2 liters per minute when it was set on 2 1/2 liters per minute due to the unit becoming excessively warm. He states the cannula was not kinked.

Manufacturer narrative:
After return to the manufacturer, the device was run for over 15 hours with the back of the unit against a wall and the device retained the liter flow setting and did not shutdown. The device performs to all specifications per procedure. The everflo oxygen concentrator is intended to provide supplemental oxygen to persons requiring oxygen therapy. The device is not intended to be life supporting or life sustaining. Further testing will be conducted allowing the device to run for at least 48 hours with the back of the unit against a wall, and a follow-up report will be submitted at the completion of the investigation.